Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook (pch) associated with this complaint. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the logs was performed. Per the review, the following was confirmed: an adrenalectomy procedure was completed on (B)(6) 2022 via system sk0683. No image or video clip for the reported event was submitted to isi for review. This complaint is reportable due to the following: it was alleged that the instrument smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the permanent cautery hook (pch) instrument was identified to have cautery smoke coming out of the plastic piece attached to the hook. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Field b4 was updated to reflect the corrected aware date that was identified.